Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that the equipment did not "aspire" during a procedure. An alternate system and accessories were used and the procedure was completed with no impact to the pt. Subsequent procedures were canceled due to this event.